Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin, and the insulin gauge displayed a fill estimate of over 180 units of insulin, and then decreased to 170 units. The customer declined to perform troubleshooting with tandem technical support. The customer's blood glucose level was 88 mg/dl.